Manufacturer narrative:
Results: there was no visible damage to the lantern. The outer diameter (od) was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the lantern od was within specification. The non-penumbra guide catheter was not returned for evaluation and, therefore, the incompatibility of the two devices could not be determined. However, penumbra cannot control for non-penumbra device tolerances or manufacturing variations that may contribute to this possible instance of incompatibility. The non-penumbra guide catheter referred to in the complaint description was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to insert a lantern into a non-penumbra guiding catheter; therefore, it was removed. It was reported that the lantern did not fit into the guiding catheter. The procedure was completed using another microcatheter and the same guiding catheter. There was no report of an adverse effect to the patient.